Event description:
Additional information was received that the s-ICD system was explanted for infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection at the mid-sternal location. The patient received antibiotic treatment to clear the infection. It was confirmed that the wound has improved. Also, this patient had an inappropriate shock while jumping on a trampoline. The device was programmed to alternate with a 2x gain. It was noted that signal amplitudes would get very small. Both oversensing and undersensing were observed as well. Boston scientific technical services (ts) discussed an option of programming a single shock zone at 250 bpm and to leave smart charge extended. No adverse events related to the inappropriate shock. The electrode remains in service.